Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion of the faradrive sheath it was noted that the valve was faulty (leak). No additional details were provided. The device is expected to be returned for analysis.

Event description:
It was reported that during insertion of the faradrive sheath it was noted that the valve was faluty (leak). No additional details were provided. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to device code from a04: material integrity problem to a0504: leak/ splash. No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.